Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative hcg results on the one step+ hcg urine cassette test. The physician's office tested a woman who was 30 weeks pregnant and the test result was negative. There was no reported adverse pt sequela. There was no add'l info provided.